Manufacturer narrative:
The device was returned to olympus for inspection where the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to a scratch on the interior of the biopsy channel tube. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope's biopsy channel was creating holes in the balloon. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.